Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed that the pump battery depleted from 35% to 5% within 24 hours. In addition, the customer reported the fill estimate remained static at 105 units. Reportedly, the insulin gauge began to decrease as expected. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.